Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date the mesh was implanted. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain, e0506 - bleeding, e1906 - infection. The following imdrf impact codes capture the reportable events of: f1903 - vaginal mesh excision, f1202 - disability, f2301 - additional device required, f08 - hospitalization prolonged hospitalization, f1901 - additional surgery, f1001 - procedure cancelled.

Event description:
It was reported that, sometime after a hysterectomy, the patient developed bladder prolapse. Upon review of her medical records, there was no indication that bladder support had been performed, and she was misdiagnosed with genital herpes. The physician had since relocated, which made follow-up became impossible, and the referring nurse practitioner provided no viable solutions. The patient reported the response to her distress was dismissive, and she left the office emotionally shaken and unsupported. She was referred to a urogynecologist, and after a six-week wait, she underwent a surgical procedure in (B)(6) 2016. During this surgery, a xenform mesh was implanted. It was noted that the surgery was ineffective. Before she could completely recover, her bladder prolapsed again. Subsequently, she learned that her bladder was not lifted at all, instead, the physician lifted her rectum, in an attempt to indirectly support the bladder. After five months and six-weeks-post-operation recovery, another surgery was scheduled. In (B)(6) 2017, the patient noted tissue falling through her vagina again. During her follow-up examination, no abnormality was found; however, she was instructed to take a photo of her vagina when she felt the protrusion, which ultimately confirmed her concerns. Another surgery followed, and the patient experienced prolonged pain, hospital stays, has had frequent shots of morphine administered for postoperative care, and went home with pain medications. On (B)(6) 2021, she was rushed to a hospital with the diagnosis of a rare spinal infection-- described as sack of pus adhered her spine and diseased part of her spinal column. Recovery was grueling, involving long-term IV antibiotics and significant weight loss due to malnutrition. She remained physically compromised--unable to perform basic movements or return to previous activities like yoga. In (B)(6) 2022, her rectum began to prolapse. Often times she bled whenever her bowels would move. The constant rubbing of clothing against here anal sphincter was near impossible to prevent her condition; instead, it continues to worsen. She cannot sit or walk comfortably. Due to her numerous surgeries, her pelvic region has been filled with bacteria trapped by scar tissue. In (B)(6) 2023, she underwent another surgery which was partially successful. However, sometime after the procedure, residual mesh fragments have been found-- small pieces were still attached to the bladder and buried deep in her vagina. She was scheduled for another procedure, with a three-month recovery period. The scheduled procedure had to be aborted due to its complexity, requiring hospital facilities. It was noted that the patient had been anesthetized by time the procedure was cancelled. To prevent her urethra from attaching itself to her bladder, a short stent was inserted. She was on a catheter for 15 days and was back in the hospital after 30-days for stent removal. Eventually, the mesh was completely excised; however, up to this day, her bladder still has been prolapsing and attempting to lift her tissue may risks creating a fistula.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date the mesh was implanted. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain e0506 - bleeding e1906 - infection the following imdrf impact codes capture the reportable events of: f1903 - vaginal mesh excision f1202 - disability f2301 - additional device required f08 - hospitalization prolonged hospitalization f1901 - additional surgery block h11: correction to field h6: impact code.

Event description:
It was reported that, sometime after a hysterectomy, the patient developed bladder prolapse. Upon review of her medical records, there was no indication that bladder support had been performed, and she was misdiagnosed with genital herpes. The physician had since relocated, which made follow-up became impossible, and the referring nurse practitioner provided no viable solutions. The patient reported the response to her distress was dismissive, and she left the office emotionally shaken and unsupported. She was referred to a urogynecologist, and after a six-week wait, she underwent a surgical procedure in (B)(6) 2016. During this surgery, a xenform mesh was implanted. It was noted that the surgery was ineffective. Before she could completely recover, her bladder prolapsed again. Subsequently, she learned that her bladder was not lifted at all, instead, the physician lifted her rectum, in an attempt to indirectly support the bladder. After five months and six-weeks-post-operation recovery, another surgery was scheduled. In (B)(6) 2017, the patient noted tissue falling through her vagina again. During her follow-up examination, no abnormality was found; however, she was instructed to take a photo of her vagina when she felt the protrusion, which ultimately confirmed her concerns. Another surgery followed, and the patient experienced prolonged pain, hospital stays, has had frequent shots of morphine administered for postoperative care, and went home with pain medications. On (B)(6) 2021, she was rushed to a hospital with the diagnosis of a rare spinal infection-- described as sack of pus adhered her spine and diseased part of her spinal column. Recovery was grueling, involving long-term IV antibiotics and significant weight loss due to malnutrition. She remained physically compromised--unable to perform basic movements or return to previous activities like yoga. In (B)(6) 2022, her rectum began to prolapse. Often times she bled whenever her bowels would move. The constant rubbing of clothing against here anal sphincter was near impossible to prevent her condition; instead, it continues to worsen. She cannot sit or walk comfortably. Due to her numerous surgeries, her pelvic region has been filled with bacteria trapped by scar tissue. In (B)(6) 2023, she underwent another surgery which was partially successful. However, sometime after the procedure, residual mesh fragments have been found-- small pieces were still attached to the bladder and buried deep in her vagina. She was scheduled for another procedure, with a three-month recovery period. The scheduled procedure had to be aborted due to its complexity, requiring hospital facilities. It was noted that the patient had been anesthetized by time the procedure was cancelled. To prevent her urethra from attaching itself to her bladder, a short stent was inserted. She was on a catheter for 15 days and was back in the hospital after 30-days for stent removal. Eventually, the mesh was completely excised; however, up to this day, her bladder still has been prolapsing and attempting to lift her tissue may risks creating a fistula.